Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was displaying inaccurate values. Tandem technical support verified that basal and bolus history were recorded and that insulin delivery was not impacted. Additionally, the pump touchscreen would time out sooner than the 120 seconds it was set to. Reportedly, the customer continued to use the pump for insulin therapy and will contact clinical specialist regarding issue. Customer¿s blood glucose was 234 mg/dl.